Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged she is getting alot of phlem from using the unit,hoarseness and a bitter taste in her mouth ,nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging phlem from using the unit, hoarseness and a bitter taste in mouth, nasal / throat irritation or soreness, unit not blowing out properly related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged phlem from using the unit, hoarseness and a bitter taste in mouth, nasal / throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an interior and exterior investigation. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath and also observed no evidence of degraded sound abatement foam. In this report, section h6 has been updated.